Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.the other device involved in the event is as follows:model: qc-3-8-helix / lot 9726001, dom 27 mar 2013, exp 26 mar 2016. (B)(4).

Event description:
Information received from medwatch# (B)(4) regarding patient that was enrolled in the heat clinical trial. The patient presented with a ruptured aneurysm located in the anterior communicating artery. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported that two coils were implanted without issues. Prior to the procedure, a frontal evd (external ventricular drain) was placed. CT (computed tomography) head after the evd placement showed no intracranial hemorrhage. Post procedural CT head showed asymptomatic hemorrhage along the tract of the evd and within the right lateral ventricle. A 2 mg alteplase was instilled into the evd which restored its patency. The patient recovered and was discharged in good condition.